Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system had an untreated episode due to oversensing of noisy signals. The patient did not receive an inappropriate shock. The patient was brought in for system evaluation and the noise was present in secondary vector. Ts discussed looking at primary vector and reprogramming it to that vector. Later, the system was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual inspection noted lead insulation abrasion, consistent with lead on can interaction (compression and rubbing). The abrasion is through to the hv cable approximately 90mm from terminal end. Resistance testing found the electrode was not electrically continuous. An x-ray shows the high voltage cables have fractured filars in and around the area approximately 20mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and oversensing.

Event description:
It was reported that the system had an untreated episode due to oversensing of noisy signals. The patient did not receive an inappropriate shock. The patient was brought in for system evaluation and the noise was present in secondary vector. Ts discussed looking at primary vector and reprogramming it to that vector. Later, the system was explanted and replaced. There were no additional adverse patient effects.